Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Patient code: no code available: a surgeon planned to convert an epoca hemiarthroplasty prosthesis to a reverse total shoulder on (B)(6) due to a irreparable rotator cuff tear. All devices were removed fully intact. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon planned to convert an epoca hemiarthroplasty prosthesis to a reverse total shoulder on (B)(6) due to a irreparable rotator cuff tear. All devices were removed fully intact. The epoca revision instrument set was sent in and the hardware was removed uneventfully on (B)(6) 2018. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. It was initially reported on mwr-(B)(4) that the event occurred on (B)(6) 2018; however, it is unknown when the rotator cuff tore. Therefore, there is no event date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.